Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse ID laser fiber was used during a procedure performed on an unknown date. During the procedure, the laser fiber was broken. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 27, 2022 that a flexiva pulse ID laser fiber was used during a procedure performed on an unknown date. During the procedure, the laser fiber was broken. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. **additional information received on june 29, 2022** it was reported to boston scientific corporation on may 27, 2022 that a flexiva pulse ID laser fiber was used during a urology procedure performed on (B)(6) 2022. The laser unit used was a lumenis versapulse laser console. During the procedure, the laser fiber was broken. No fiber fragments fell inside the patient.

Manufacturer narrative:
Block h2: blocks b3, b5, e: initial reporter information, d4, h4 and h6: impact code have been updated based on the additional information received on june 29, 2022. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.